Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this patient had this atrial lead extracted today. The patient had presented with lead dislodgement at follow up and is in atrial fibrillation so physician decided to extract lead and plug port on the device. Dr. Kincaid did the procedure. Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).